Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had contacted their managing healthcare provider (hcp) and had an appointment scheduled for (B)(6) 2025. They noted that they would have an x-ray at that appointment to help the doctor see the dislodged implant and they had a consult with the hcp after the x-ray. They assume they will schedule a surgery to reimplant the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for the past few months they have noticed that the battery has come out of the pocket and they can feel it right underneath their skin. Patient stated that this is the second time this has happened. The first time this happened was "a couple years ago" and patient had to have a second surgery to get it tucked back in. Patient mentioned that they can still control the device with the controller but it's not ideal and sometimes it's hard to connect to it. Patient said they had the device managed by a physician at (B)(6) in (B)(6), and that they would like to continue going to that hospital. Agent suggested caller call (B)(6). Patient said they did and were redirected to mdt. Agent suggested patient seek out medical attention at an ER or urgent care if they encountered an emergency related to the battery being outside of the pocket.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient managing hcp had retired and it was undetermined who the patient¿s next managing hcp will be. They said the patient was seen over a video appointment by an nurse practitioner (np) on 01/16 where the patient did mention the ins has moved. There were no immediate actions planned at the appointment. The patient had another appointment on april 1st, where they will be seen by one of the neurologists. The patient can decide at that time who they wanted the devices to be managed by. Currently, the hcp office had no information. The caller added that it was best to contact the patient after april 1st to see who they end up for the managing hcp and any actions/interventions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.